Event description:
Information was received that this smiths medical cadd legacy pump exhibited continuous beeping. No reported adverse effects.

Manufacturer narrative:
Other, other text: returned device was received in fair physical condition with a scratched screen and damaged housing. No evidence of reported problem in event log was found. During the evaluation of the device, the moment the pump powered up it was double beeping. The issue was due to a faulty downstream sensor which was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.